Event description:
IV tubing set attached to bag of saline and flushed with no problem. As nurse attempted to attach the tubing to the patients IV catheter, the IV tubing separated from the luer adapter. This facility has had three recent reports for this product. Staff believe the luer adapter on the IV tubing is defective. No chemo spilled. No patient or staff harm in this event.